Manufacturer narrative:
The device was returned for analysis. Returned product consisted of a 6f guidezilla ii guide extension catheter. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a partial separation of the shaft located near the collar, collar damaged (torque damage), tip damage (flattened) and a hypotube kink located 45 cm from the strain relief. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 19-mar-2019. It was reported that the guidezilla failed to cross the lesion. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the device failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a partial separation of the shaft located near the collar.